Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle hub separated from the device. The following information was provided by the initial reporter : the customer reported that the needle component was separated.

Manufacturer narrative:
Medical device expiration date : unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 16-may-2022. H.6. Investigation: samples were returned and photos were forwarded to the manufacturing site. Two photos of a loose 0.5ml bd insulin syringe were provided. The customer's verbatim report is that the needle component was separated (this is registered as hub separation). The photos were examined, and it was observed that the needle hub/shield assembly was detached. No damage to the barrel tip was observed. Due to the batch being unknown, no DHR review can be completed. Root cause can't be determined. CAPA#1630423 was initiated. H3 other text : see h.10.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle hub separated from the device. The following information was provided by the initial reporter : the customer reported that the needle component was separated.